Manufacturer narrative:
Device has not been reutrned for analysis as of the date of this report.

Event description:
It was reported that during a ptca procedure, the luge guidewire snapped at the proximal end. The physician used a hemo and clamped the catheter to keep the guide wire in the guide to successfully remove the devices together. The lesion being treated is unknown. No patient injuries or complications were reported. Patient status is reported as 'ok'.